Event description:
Reportable based on device analysis completed on (B)(4) 2014. Same case as MDR ID: 2134265-2014-05434. It was reported that a leak occurred. The stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.50mm rotalink¿ plus and 330cm rotawire¿ and wireclip¿ torquer were used to treat the target lesion. During procedure, a leaking sound was heard from the advancer. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s condition is good. However, device analysis revealed that the spring tip detached.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was returned for analysis. A visual examination of the returned unit revealed that the body was kinked and bent. The spring tip was detached and corewire was broken. The outer diameter of the spring tip could not be measured since it was not returned. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4)) to determine the fracture failure mode. The (B)(4) revealed that the wire presented bending and tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).